Event description:
It was reported that during an unknown procedure the echelon circular device was fired. There was no issue with the device. The anastomosis was completed, however, on inspection of the donuts, one seemed slightly thin in one part. There was also two malformed staples. The surgeon stated these were from the transverse firing with the contour. The surgeon sutured the anastomosis too so as to stabilize the anastomosis. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # (B)(4). The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4). Date sent: 01/26/2023 d4: batch # 753a43 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the handle shroud was noted slightly opened. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob clockwise until a stop is reached. Check the device trocar to verify that it is fully retracted before proceeding. The device may also be inserted without removing the anvil if the preferred application is a sutured purse-string technique. In this case, however, prior to insertion, ensure the anvil is properly attached and the device is fully closed by rotating the adjusting knob clockwise. Insert the anvil into the lumen using either technique ensuring the tissue is located at the suture tying area. With the anvil removed and the device trocar fully retracted, insert the device up to the closed lumen. Fully extend the device trocar and pierce tissue by holding the device while gently rotating the adjusting knob counter-clockwise. Continue to push the tissue down until the orange band is visible. As the final adjusting revolution is approached, the orange staple height indicator moves into the green range of the tissue compression scale. (A: green range) (b: orange staple height indicator) adjust the device until appropriate tissue resistance is felt for a secure anastomosis. Wait 15 seconds to allow for adequate tissue compression and adjust if needed to maintain appropriate tissue resistance. Providing the orange staple height indicator falls fully within the green range of the tissue compression scale upon firing, the device will form staples at the height indicated for the selected tissue compression. Markings are provided in the tissue compression scale to serve as reference points only. Refer to the product codes table for adjustable closed staple height range. Ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 753a43, and no non-conformances were identified.